Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 15-sep-18, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter did not powered on with button depression and test strip insertion. Meter was de-cased and internal visual inspection was performed, no issues observed. No defective component was found. The returned meter was examined and determined that the cause of the blank screen was due to a faulty cpu (central processing unit) thereby preventing the meter from powering on. Since the cpu (central processing unit) acts as a communication link between different components on the meter, any damage to the cpu (central processing unit) could prevent the meter from powering on. Mix-match testing has been performed, and a known good cpu (central processing unit) was placed on the returned pcba (printed circuit board assembly). The returned meter was powered on and was able to function as intended. When the returned cpu (central processing unit) was placed on a known good pcba (printed circuit board assembly), the known good pcba did not power on. Therefore, the cause of the reported power related issue is due to a faulty cpu (central processing unit). The issue is therefore confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained strips. Visual inspection was performed on the meter and no issues were observed. Meter did not power on with button or test strips. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cased meter; no issues were observed. An extended investigation was also performed. Mix match testing was performed to determine the cause of the reported issued. The returned central processing unit (cpu) was replaced with a known-good cpu. The returned meter was powered on and was able to function as intended. When the returned cpu (central processing unit) was placed on a known good pcba (printed circuit board assembly), the known good pcba did not power on. The investigation determined that the cause of the blank screen was due to a faulty central processing unit (cpu), thereby preventing the meter from powering on. Since the cpu acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. Therefore, it was determined that the root cause was a defective cpu component. The issue is confirmed due to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction as section h6 (componant code) was not reported in mfg report 2954323-2023-53615 follow up #1. The correction has been in this report.